Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: the photo provided show two needle assemblies with the packaging blister torn while opening it. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 8047737 for this type of defect or symptom. Root cause description: it could have happened during multivac packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that during use the outer packaging does not separate with a bd blunt fill needle with filter. The following information was provided by the initial reporter, translated from (B)(6) to english: our customer complained that the paper of the outer packaging does not completely separate from the plastic when two filter cannulas are used.